Event description:
A consumer reported that the patient was not doing very well and they were looking into a second opinion. A month later, additional information received from the healthcare provider reported that there were no device or procedure issues. It was indicated that a week after initial deep brain stimulator (dbs) mapping, patient¿s wife called and complained the patient experienced symptoms, changes in personality, light headedness, frequent talk, and urinary incontinence for two days, episodes of confusion and more hallucinations. It was reported that initially, the best motor improvement was obtained on leads c+8- on the right subthalamic nucleus (stn) and c+- on the left stn. A month later, the leads were changed hoping to improve behavior and hallucinations to right stn c+/2- and left stn c+ 9- . The interventions included remapping left stn on (B)(6) 2015. On (B)(6) 2016, they increased the power and voltage bilaterally; the patient had improvement of rigidity and bradykinesia. The cause of patient was not doing well due to possible mild cognitive improvement vs parkinson disease dementia. It was also noted that the impedance on the right stn read 4122 ohms. The patient experienced following symptoms: tightness in low face, lured speech, pulling on left face and lower face, tingling on left hand. The patient¿s medical history included: patient had advanced parkinson¿s disease which was diagnosed 11 years ago. The patient had dbs implanted in (B)(6) 2015. On this visit, healthcare provider(hcp) did the mapping for right stn. On examination, he was found to have moderate bradykinesia and rigidity in bilateral upper extremity (ue). He also has mild intermittent tremor in the right upper extremity. The follow up visited on (B)(6) 2015 noted that patient has been confused since the surgery. The patient has also had rash all over his body since florinef was started in (B)(6) 2015. He has lost weight in the last two months. His wife thought the confusion, weight loss and rash were secondary to florinef. She tapered off florinef. His last florinef was a night prior. It was indicated that patient¿s memory has not returned to his baseline but was slowly improving. On previous surgeries, the patient also was forgetful and confused for several weeks and eventually would resolve. Patient fell once since his last visit. His dbs was currently off. On examination, patient was found to have moderate bradykinesia and rigidity in right EU and left EU and le. He also has mild intermittent tremor in the right upper and lower extremities. Dbs programming and mapping was performed on left stn. The right stn would be programmed in two weeks. The patient experienced symptoms including: mild drooling, changed in hand writing, dizziness, freezing when walking, unsteady walking, tremors, smelling abnormal. The hypotension was due to secondary parkinson disease. Florinef was discontinued by his wife as he had supine hypertension, rash, confusion and weight loss. The follow up visited on (B)(6) 2015 noted that patient fell once in the last two weeks. He was constantly sleeping while he was on. His mobility has been better in the right upper and lower extremity since the mapping two weeks ago. No dyskinesia and no tremor in the right arm. His voice was louder when he was off sinemet. His drooling was better, patient still needed assistance for dressing and bathing. Hcp did the mapping for the right stn. On examination, patient was found to have moderate bradykinesia and rigidity in bilateral upper extremity (EU). He also has mild intermittent tremor in the right EU. It was noted that the dbs programming and mapping was performed on the right stn. Patient continued sinemet 2 tabs qid and methylphenidate 10mg. The goal was to taper off once patient could reduce his sinemet after dbs. The follow up visited on (B)(6) 2015 noted that since amantadine was discontinued, patient has been incontinent and has urinary urgency. Blood work was normal except for mildly elevated bun. Emotionally, he has been crying more frequently and per wife, he had one incident when he was more sexual removing his pants unexpectedly. At times, he has word-finding difficulties. His tremor returned shortly after the last adjustment. It was indicated that the patient had behavior and emotional changes associated with his last setting. The patient felt better and his mobility improved. On examination, he was off, found to have moderate bradykinesia and rigidity in bilateral ue. He also had moderate tremor in the right upper extremity. After dbs, he had mild rigidity in upper extremities, subtle bradykinesia to rapid alternating movements only and no tremor. The follow up visited on (B)(6) 2016 noted that patient was seen by hcp and they adjusted his dbs. His mobility, constipation, freezing of gait, speech, emotional labiality, drooling and tremor have significantly improved. However, his wife stated that several new problems have arisen since his last dbs adjustment. It was indicated that the patient was stubborn and demanding. He had hallucination mainly in the evenings that was frightening. Three days after his clinic visit, the patient was evaluated at ER. Per wife, that evening, the patient woke up with paranoia. He did not recognize his wife and instead thought she was intruder. He grabbed a large kitchen knife. His wife had to lock herself and their dog in the restroom for several hours. Once he calmed down, she was able to leave the house and called the police. In the e.r., the patient had a head CT scan and blood work which were negative. Hcp was contacted, who recommended reduce the sinemet and 12.5 mg seroquel for hallucinations. Per wife, patient constantly felt mild light headedness since surgery. It was indicated that hcp adjusted patient¿s dbs as the patient had visual hallucinations and paranoia since his last adjustment despite reducing sinemet 25/100 to .5 tab tid. The patient felt better and his mobility improved al most immediately after adjusting his dbs. On examination, patient was off , found to have moderate rigidity in the right ue and mild bradykinesia in the right ue and left le. He also had mild intermittent rest tremor in the right upper extremity. After dbs, he had mild rigidity in upper extremities, subtle bradykinesia to rapid alternating movements only and no tremor. The follow up visited on (B)(6) 2016 noted that the patient had brief episodes of hallucination at night time multiple days last month. However, he would be able to quickly go back to sleep. He has no bothersome or scary hallucinations. He was no longer taking seroquel either as his wife stated that ¼ tablets would not improve his insomnia and ½ tablets would make him too sleepy the following days. He has few episodes nocturnal enuresis. In (B)(6) 2015, for 3 consecutive days he was doing great. He was active, took a shower by himself, no hallucinations. Overall his wife felt that his cognition was worsened. He zoned out when he reads. He has word-finding difficulties. His posture was stooped again. His main complaint was generalized weakness and fatigue attributed to poor sleep. There was no fall since last visit. On examination, the patient was found to have moderate rigidity in the right ue and mild bradykinesia in upper extremities. He also had mild intermittent rest tremor in the right upper extremities. His dbs was adjusted. After dbs, he had mild rigidity in upper extremities, subtle bradykinesia to rapid alternating movement and mild intermittent rest tremor in the right ue. He had a depressed or has memory deficits such as mci or early onset dementia. It was indicated that his constipation was stable; unsteady gait with freezing of gait has been resolved. Hypotension secondary to parkinson disease was stable. Blood pressure was normal. The visual formed hallucination and paranoia were improved. He has not had episodes of paranoia in a month and his hallucinations were not daily, nocturnal, not bothersome and of short duration. The patient did not tolerate seroquel due to excessive drowsiness. The patient¿s concomitant medications included sinemet, amantadine 100 mg, methylphenidate 10mg, carbidopa ¿levodopa, cyanocobalamin, the patient¿s indication for use is parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.